Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer checked the system and confirmed that the system was indicating that the exposure was not happening. Fse found that the connection issue with the ippc causing the exposure did not happen. Fse reseated the ippc. After that the system was returned to use in good working order.

Event description:
It has been reported to philips that the exposure was not happening. The issue was found during clinical use. No harm has been reported to philips.